Event description:
It was reported that during preparation for a stenting treatment procedure a stent fracture occurred. As the 2.75 x 24mm liberte bare mr stent delivery system was being unpacked it was noted that the stent was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was not indicated.

Event description:
It was further reported that the 2.75 x 24mm liberte bare mr stent delivery system was advanced inside the patient, but was unable to cross the lesion. Although the event was previously reported as having occurred during preparation for the procedure, this is corrected as having occurred during the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the ailure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual examination found blood in the guide wire lumen. The balloon was tightly folded with the stent secured on the balloon. The majority of the stent was damaged with bent, flared and stretched struts. The shaft had extensive damage to the distal outer and corewire. The distal tip was stretched and damaged. The inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).